Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 313 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as body turn red. Customer was treated with adjusted basal rates. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.